Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported the insulin pump buttons were sticky, rewinds during session, battery lasts less than seven days and received an insulin flow block alarm. The event involved products mmt-242a, mmt-1715k, mmt-332a. Troubleshooting was not performed. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-1715k was requested and customer response was the device will be returned. It was unknown whether the customer will continue the use of the reservoir and infusion set. No product return is required for mmt-242a and mmt-332a.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, active current test and displacement accuracy test. A water filled reservoir was used during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The pump failed the sleep current measurement test due to moisture damage on force sensor and motor. No rewind anomaly noted. No stuck button alarm noted during testing. Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The pump was cut open and traces of moisture on force sensor and motor noted during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (corner of belt clip rails) and cracked battery tube threads. On (B)(6) 2025 07:03:26.000, normal bolus delivered, normal bolus amount programmed = 2.7, bolus amount delivered = 2.7. In summary, the pump passed functional testing. Unable to verify customer alleged for low bgs. Activation-keypad/button unresponsive not confirmed. Delivery anomaly-no delivery/occlusion alarm not confirmed. Drive/motor anomaly-rewind not confirmed. Power problem-charge/battery lasts less than expected not confirmed. Expose to moisture noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.